Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing pain every stimulation heartbeat. Lead perforation was found. The lead was repositioned. Patient was in good condition post-procedure.